Event description:
It was reported that when the anesthesia workstation was switched from manual ventilation to automatic ventilation, the ventilation was missing. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia workstation (hereafter named system) was investigated on-site by our field service engineer. The inspiratory and expiratory pressure transducer pcbs were replaced. No parts were returned for investigation. Logs and a picture were received. The received picture shows that the set tidal volume was 450 ml and that measured inspiratory tidal volume was close to that. The measured expiratory tidal volume showed only 29 ml and the mve 0.33 l/min. A technical error indicating an airway pressure sensor error was active when the screen picture was saved. Evaluation of the test logs shows that system checkout were performed 4 times on the reported date of event, both before and after the reported event. All system checkout's passed without deviations. The system checkout's performed on prior dates were also passed. The test log do not show any indication of pressure transducer pcb failure. The technical log shows that technical errors indicating apl pressure exceeded and airway pressure sensor error were generated on the reported date of event. The log also shows that these errors had been generated on prior dates. The event log shows that the treatment was started on the reported date of event at 08:27, in manual ventilation. At 08:41, the system was set to automatic ventilation in pressure control ventilation. Alarm for peep high was generated immediately. The peep was set to 5 cmh2o and lower respectively upper alarm limit was by the user set to 0 cmh2o respectively 10 cmh2o. Several ventilation mode switches were performed and alarms indicating that the pressure was incorrectly measured were generated. At 08:48, the system was set to standby. Evaluation of the logs indicate that the pressure was incorrectly measured which may lead to the reported ventilation issues. Our conclusion is that the pressure was incorrectly measured and that replacement of the pressure transducer pcb solved the reported issue. The root cause cannot be determined since the replaced parts were not returned for investigation.